Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was grabbing a stool, twisted fast, fell, and the stool had fallen on the patient. During the fall, the patient didn't think anything of it. The patient had to turn it on and since that happened, it has had to be on 24/7. The battery died because it was on 24/7, so she charged and it helped relieve some of the pain. The patient went to be seen at urgent care and never did any kind of scan to check the lead. The patient reported that her hand was numb, she felt pain in the shoulders and up and down the spine. It was not where normal pain was and it hurt really badly. The pain started on (B)(6) 2016 and she missed work and stayed in bed. The patient was directed to her health care provider so that they could check impedances and do an x ray to see if something had moved.

Event description:
Additional information was received from the patient that reported that she has not received any treatment of her neck/shoulders area and was still in a lot of pain. On (B)(6) 2016, the unit was reprogrammed and it did not help. The patient did not experience this issue (at this level) before her injury on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.